Event description:
The patient experienced a return of symptoms as well as withdrawal; he was in tremendous pain. He experienced nausea, vomiting, and "goose flesh". A motor stall occurred on (B) (6) 2010 at 20:10 with no recovery. The patient underwent emergency pump replacement. He was discharged from hospital on (B) (6) 2010 in stable condition. The pump contained clonidine 1000mcg/ml, at 849.7mcg/day; dilaudid 10mg/ml, at 8.497mg/day; bupivacaine 2mg/ml, at 1.6995mg/day.

Manufacturer narrative:
(B) (4) - "goose flesh". Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is completed and/or when additional information is received from the hcp.